Manufacturer narrative:
Exemption number e2018010. Total number of devices that were returned: 640. All the devices were labeled "for single use". All the devices have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of these devices on the market, which ultimately guarantees their conformities. All the devices have been evaluated through a biological risk assessment which concludes that their toxicological profiles are acceptable's. The implant loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
The report summarizes 640 serious injury events concerning early loss and late loss of implants. These events concerning 58 % of men and 42% of women between 23 and 86 years.